Event description:
The experienced physican attempted to place the right atrial (ra) lead and attempted to deploy the fixation tool numerous times without success. The physician removed the lead and replaced it with a similar lead. Again, they attempted to deploy the fixation tool several times, again, without success. The physician switched to a different company for the lead. The reps are not typically in the room for this type of procedure. The patient tolerated the procedure well.